Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was an occlusion and no delivery. Customer's blood glucose was 183 mg/dl at the time of the call. The customer was unable to prime the set. The customer stated there was an occlusion in the reservoir. The septum needle came off the p cap and was stuck in the reservoir rubber septum. The customer was advised to use a different set and reservoir. The customer was advised to return products back for analysis.